Event description:
The physician reports that the crystalens trailing haptics tore as the lens was advanced in the staar surgical lens injector system. The damaged iol did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.